Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for results and conclusion - device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber damn at all times. Caution: modification, over-extending, bending, or use exceeding one year may cause breakage."

Event description:
A customer in (B)(6) reported that a clamp broke. No further info is available.